Manufacturer narrative:
Device evaluation summary: monitor (B)(4) was returned and evaluated at the distributor in accordance with zoll manufacturing recommendations. Upon evaluation, conductive material on the ribbon cable connector attached to the front response button was worn. This could cause an intermittent issue with the response buttons. The root cause for the worn material was unable to be positively identified. No adverse event resulted from the defective response buttons.

Event description:
Monitor (B)(4) was returned to the distributor. The patient reported that the monitor was displaying a service code 201 (response buttons stuck).